Event description:
It was reported that vessel closure of a non calcified common femoral artery and a femoral vein were attempted using perclose proglide devices after an unspecified interventional procedure. Reportedly, in the common femoral artery, during plunger removal (step 3), the physician stated that he pulled too hard on the suture and it broke. The same problem occurred at the femoral vein. The sheath size used for the artery was 6f and the sheath size for the vein was 10f. An additional perclose proglide was used on each vessel to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). According to the perclose proglide instructions for use, the safety and effectiveness of the perclose proglide smc devices have not been established in patients younger than 18 years of age. Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device. Without the return of these components the scope of this investigation was very limited. There was no needle strike mark at the posterior foot to suggest that the posterior cuff miss might have occurred, which would result in a failure to retrieve the suture and could appear very similar to the reported suture break. The reported suture break suggested that there was resistance during the plunger retraction/ suture retrieval process and possible contributing factors include, but are not limited to: manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Due to all related components not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. Every suture is appropriately inspected for proper assembly and loading into the device during manufacturing. There was no indication that the suture was dragged through the device or suture bearing during the needle plunger retraction/suture retrieval process, which could have caused the suture to break. During lab testing, a proxy plunger was inserted and retracted successfully without any observable resistance. It was reported that the device was used in a femoral vein. The instructions for use states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported suture break could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy, failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.